Event description:
It was reported that during a stenting procedure a shaft fracture occurred. The target area was an aneurysm located in the right common iliac. The physician first deployed two covered stents and then advanced the ultra thin diamond balloon to post dilate the stent. After the completion of the post dilation, the physician encountered difficulty removing the balloon from the 7fr super sheath. There was a lot of resistance during the withdrawal. The physician had to pull hard to remove and the shaft fractured inside the super sheath; while inside the patient. The physician exchanged the sheath and everything was removed from the patient intact. There were no patient complications. Patient status is reported as "fine".